Manufacturer narrative:
(B)(4). Batch # n55d8d. The analysis results found that the ats45 device was received with the firing mechanism damaged and with 6r45b cartridge loaded in the device. The reload was received unfired. No functional test could be performed due to the condition of the device; however, the device closed and opened properly during testing. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the stapler locked up on the third firing. When the surgeon squeezed the handle it did not sound right. It would not release. The surgeon squeezed again and still no release. This was a blue load. Another stapler was introduced into the field and the surgeon was able to take new stapler across the base of appendix to remove both appendix and first stapler that had locked up on tissue. There were no adverse consequences for the patient.